Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 12/13/2019, electrode belt- 5/31/2018.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing and ems was called. Review of the patient's download data revealed that prior to passing, the patient received seven inappropriate treatments from the lifevest during asystole. There is no indication that the treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries. At 9:37:07, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with intermittent cardiac activity. At 9:38:29, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with intermittent cardiac activity. At 9:38:57, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with intermittent cardiac activity. At 9:39:24, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. At 9:39:52, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. At 9:40:20, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with intermittent cardiac activity. At 12:37:04, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. The patient remained in asystole until the device was shut down at 12:52:02. Oversensing of low amplitude cardiac signal contributed to the false detection.